Event description:
Customer reported receiving unspecified high readings on the adc freeestyle libre and self-treating with insulin (dose/type unknown). Customer subsequently experienced unspecified symptoms and a caregiver treated the customer with "sugary drinks" and called the paramedics. Upon their arrival, paramedics obtained a reading of 1.4 mmol/l or 1.6 mmol/l on their device, and treated the customer with oral glucose. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving unspecified high readings on the adc freeestyle libre and self-treating with insulin (dose/type unknown). Customer subsequently experienced unspecified symptoms and a caregiver treated the customer with "sugary drinks" and called the paramedics. Upon their arrival, paramedics obtained a reading of 1.4 mmol/l or 1.6 mmol/l on their device, and treated the customer with oral glucose. No further treatment was reported. There was no report of death or permanent injury associated with this event.